Event description:
We received a report that an intraocular lens was explanted from the patient's left eye after she complained of negative dysphotopisia. Another lens was implanted during the same procedure. Three telephone calls were placed in an attempt to determine more details, but the calls were not returned. The lens was discarded during the procedure.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.